Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Complaint information will continued to be trended to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a pulmonary segmentectomy procedure, the stapler was used and during the second load exchange, the device became locked. It was needed to make a manual suture. The procedure was converted to open. Additional information being requested.